Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture and granuloma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown, gel bleed, and granuloma.

Event description:
Patient reported capsular contracture, baker grade unknown, extravasation of the silicone gel, and silicone-induced granulomas. Patient also reported presence of cysts, chronic inflammation with an autoimmune reaction to silicone, "progressively disabling symptoms, compatible with asia syndrome, breast pain and discomfort, polyarthralgia, muscle weakness, myalgia, "chronic fatigue, hair loss, hormonal disorder, memory lapses, breast slings, tachycardia, anxiety, depression, and small collection which are not device related. The device remains implanted. This relates to left side.